Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While cutting the femur, an instrument was heard hitting the floor. Surgeon looked down and said the mics handle had fallen off. The screw that holds it place had come out. Screw was located under the table. X-ray was not required. A new mics was put in the robot per protocol. As it is assumed it is not sterile under the handle, everyone changed gloves and a new square driver was also used. Surgeon would like a replacement asap. High volume knee account. Case type: tka.

Manufacturer narrative:
While cutting the femur, an instrument was heard hitting the floor. Surgeon looked down and said the mics handle had fallen off. The screw that holds it place had come out. Screw was located under the table. X-ray was not required. A new mics was put in the robot per protocol. As it is assumed it is not sterile under the handle, everyone changed gloves and a new square driver was also used. Surgeon would like a replacement asap. High volume knee account. Case type: tka. Surgical delay: =15 minutes. Product inspection: mics-209063, sn# (B)(6), RMA# (B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual broken handle. Disposition: rtv. Inspected by: (B)(6) . Device history review: device history records indicate 25 devices were manufactured under lot k0bw1 and were accepted into final stock on 09/26/2018. No non- conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020918 shows 1 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Event description:
While cutting the femur, an instrument was heard hitting the floor. Surgeon looked down and said the mics handle had fallen off. The screw that holds it place had come out. Screw was located under the table. X-ray was not required. A new mics was put in the robot per protocol. As it is assumed it is not sterile under the handle, everyone changed gloves and a new square driver was also used. Surgeon would like a replacement asap. High volume knee account. Case type: tka.